Event description:
A surgeon reported that while trying to implant a shunt it was not releasing from the inserter. He also noted that the pt's tissue was insufficient and would not support the shunt, so he decided not to implant the shunt and converted the surgery to a standard trabeculectomy. Additional info has been requested.

Manufacturer narrative:
Eval summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no other complaints reported in the lot number. Additional info was requested on (B)(4) 2012, by phone, fax, and mail. A completed questionnaire has not been received.(B)(4).